Event description:
The customer reported to olympus that during a bronchial examination, the evis lucera elite bronchovideoscope displayed a b30 (scope communication error). The procedure was completed with a similar device. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of the b30 error was not confirmed. The investigation observed the screen black out during angulation due to defective distal end insertion unit. Additionally, the investigation revealed the channel tube had leakage, the angulation was insufficient, the outer tube had indentation and the connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the screen black out was likely caused by a defect of the insertion section, a definitive root cause of the b30 error message or screen black out could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.